Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 157 mg/dl. Troubleshooting was performed for blank display. Insulin pump had no damage, battery was replaced and contents were cleaned with a alcohol wipe. The insulin pump still had a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored, and no blank display anomalies were noted. The pump was received with a corroded motor home switch. No traces of moisture were noted at the electronic assemblies, and no cosmetic damage was noted.